Manufacturer narrative:
Reported event: an event regarding infection involving an unknown triathlon 3x9 ps insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. The following devices were also listed in this report: unknown_triathlon asymmetrical 32 cemented all-poly patella; cat# unk_jr; lot# unknown. Unknown_triathlon size 3 universal baseplate; cat# unk_jr; lot# unknown. Unknown_triathlon size 3 right cemented ps femur; cat# unk_jr; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not returned.

Event description:
It was reported the patient's right knee was revised due to infection. All implants removed and a spacer was placed. Rep confirmed that no further information will be released by the hospital or surgeon.